Event description:
No new information.

Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope screen displayed a communication error. There was a lost connection and was unable to use. The issue occurred during a bronchoscopy. There were no reports of patient harm.